Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not boot and charge due to usb j3-connector is disconnected from pcb and paths for usb j3-connector on pcb are damaged. The receiver download retrieved and attached: failed - usb j3-connector is disconnected from pcb and paths for usb j3-connector on pcb are damaged. Functional test: failed - cannot perform functional test due to receiver could not boot up and\or communicate with tester. Take pictures,customer complaint could not be determined. The reported event of an error icon display was undetermined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err hwbbt. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of an error icon display could not be determined. A root cause could not be determined.